Event description:
Same case as MFR report #: 2134265-2012-03026. It was reported that during an angioplasty procedure, a catheter become stuck on the guide wire. Vascular access was obtained via the right femoral artery. The 100% stenosed target lesion was located in a non-tortuous and heavily calcified superficial femoral artery (sfa). A 6fr cook ansel sheath was inserted .the 3mm x 40mm x 145cm coyote balloon catheter was then selected and advanced over a v-14 guide wire. The balloon was inflated to 8 atms. After deflation, the balloon catheter and guide wire became stuck together. The catheter and the guide wire were removed from the patient. The procedure was completed with a non-bsc balloon catheter and a v-18 guide wire. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR report #: 2134265-2012-03026. It was reported that during an angioplasty procedure, a catheter become stuck on the guide wire. Vascular access was obtained via the right femoral artery. The 100% stenosed target lesion was located in a non-tortuous and heavily calcified superficial femoral artery (sfa). A 6fr cook ansel sheath was inserted .the 3mm x 40mm x 145cm coyote balloon catheter was then selected and advanced over a v-14 guide wire. The balloon was inflated to 8 atms. After deflation, the balloon catheter and guide wire became stuck together. The catheter and the guide wire were removed from the patient. The procedure was completed with a non-bsc balloon catheter and a v-18 guide wire. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: visual inspection was performed. The device presents a bend at 295.5 cm from proximal end. All measurements were taken using the calibrated steel ruler and were found within specification. All outer diameter measurements are within the specifications including the polymer coating. A bend along the tip of the wire was observed which indicate that external forces were applied to the wire during procedure. It is most possible that unstated procedure and possibly clinical factors may have contributed to the guidewire damages found, including but not limited to interaction with other devices (balloon), handling of the device and mainly the condition of the treated lesion (heavily calcified, 100% occlusion). The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).